Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was prepared for use during an esophagogastroduodenoscopy procedure in the same month. According to the complainant, during preparation the clip only had one jaw. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.